Event description:
Externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the complaint could not be verified. Analysis found the outer insulation to be intact and no externalized conductors were observed.